Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
It was reported that the nail failed to distract intra-operatively during an implantation procedure on (B)(6) 2020. No patient injury was reported.

Manufacturer narrative:
After further review this complaint was deemed not reportable.